Event description:
Subject experienced an adverse event with reports of mild foot drop on operative side secondary to peroneal nerve palsy.

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.